Event description:
A customer reported failure of college of american pathologists (cap) ls-a 2024 ligand special proficiency testing for intact parathyroid hormone (ipth) on the aia-360 analyzer. The customer confirmed that the samples were received in appropriate packaging and in suitable conditions as well as stored and prepared as directed. The customer also stated calibration and quality control (qc) runs passed within acceptable range. The tss checked that all the information, calibration report and controls for the day of testing met the required expectations. The tss recommended that the customer repeat testing to rule out any mistake that may have been made by the customer. No confirmation was provided from the customer if the proficiency sample will be repeated. Tosoh cap ls-a 2024 ligand special proficiency testing for ipth was performed with passing results. The analyzer is functioning as expected, no further actions required from tosoh. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The st intact pth analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurable without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The exact linearity of the st aia-pack intact pth depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 2,200 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of goat polyclonal antibodies for diagnosis or therapy may contain human anti-goat antibodies. Such specimens may show falsely elevated values when tested for intact parathyroid hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event could not be established.